Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user site that post a breast biopsy procedure using an atec breast biopsy device, "the cover over the trough did not close properly or automatically and seemed to be angled upwards." Additionally, it was reported that "the needle was hard to remove, and the nurse had to push on the base of the needle in order to get it to close." No patient or user harm was reported, and the procedure was completed with the same device.